Event description:
A biomedical technician reported to fresenius technical support (ts) that a 2008k2 hemodialysis (hd) machine had a saline bag filling issue that occurred during a patient¿s treatment. It was unknown if the patient was able to complete their treatment. However, it was confirmed the event did not result in any patient injury or harm. It was unknown if there were any diagnostic messages. Upon follow-up it was revealed that the air separator board was upgraded, and the machine was fully operational again. It was confirmed that the drain line length and height were within specification. It was also mentioned that the bloodlines may not have been compatible with the machine. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.